Event description:
It was reported the surgeon was unable to advance the lead due to pt anatomy. The case was abandoned. The pt experienced tingling and numbness in the right arm following surgery. Follow-up indicated the pt's tingling and numbness resolved. The pt was implanted with a permanent scs system on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.